Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was depleting quickly. Reportedly, the battery charge went from 70% charged to 5% charged within 4 hours. In addition, it was reported that the customer received a cartridge alarm 19 during basal delivery. Customer's blood glucose level was approximately 225 mg/dl. Contact stated that the customer delivered a bolus via syringe, and customer has back up lantus and novolog for insulin therapy.